Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that the handle would not attach and the frame was bent at pins, and the shaft was gouged/stripped where handle slipped on. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher as documented in the repair reports. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the roller end was damaged and would not allow the ratchet to slide onto it. The comb was bent and the side plates, hinges, and latching pins were all damaged. The pretest could not be performed due to the damaged parts. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, bushings, side plates, comb, and ratchet gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the roller end was damaged which would not allow the ratchet to slide onto it. The comb was also bent. The root cause of the handle not being able to attach was due to the roller end being damaged since this would not allow the ratchet to slide onto the device properly. The root cause of the frame being bent at the pins cannot be specifically determined with the provided information. During initial inspection, the comb was bent; however it is unknown how the comb became bent. The issue was resolved with the replaced roller, bushings, side plates, comb, and ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the skin graft mesher would not attach. It was reported that the handle would not attach and frame bent at pins, shaft gouged/stripped where handle slipped on. The event happened during setup and testing. No adverse events were reported as a result of this malfunction.